Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a vt/vf storm. Further investigation determined the ICD was unable to convert the patient's rhythm and an external defibrillator was used instead. Analysis of the ICD settings deemed normal behavior. Due to the rhythm being unstable, the ICD was unable to convert the rhythm appropriately.